Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Performance data was not provided for evaluation. Product was provided for investigation but was not investigated as analysis would not be able to confirm complaint or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2024-258198 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. B5: describe event or problem - subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. H2 type of follow up- correction.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-258198 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.